Manufacturer narrative:
One 23ga probe was returned for the probe not cutting. The probe did aspirate. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 25-30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is slightly bent. Gouge marks are present at the bend area. The complaint evaluation does confirm the probe cutter became worn and no longer would cut properly. The reason for how the cutting edge became worn cannot be determined from this evaluation. The wear on the cutter edge and the slightly bent inner cutter from its use for 25 to 30 minutes appears to be the mostly likely reason for the cutting become poor. The vitrectomy portion of the procedure is typically less than 20 minutes of use. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitreous cutter would not cut but aspirated during a procedure. The cutter was exchanged to complete the procedure. There was no patent harm.